Event description:
Event description cpi received information that an interrogation of this ventak mini implantable cardioverter defibrillator (ICD), indicated the device had undergone a reset and was emitting a constant tone.